Event description:
Information was received from a manufacturer¿s representative (rep) regarding a wr (wireless recharger) for use with an implanted n eurostimulator (ins) for gastrointestinal /pelvic floor therapy. A recharger issue was reported by patient services agent, the wr is used in support of customers and is not related to a patient's implanted device. The recharger worked fine yesterday and was placed on the charger overnight. There were storms in the area and today the recharger was observed to have rapid, scrolling battery lights. The issue was not resolved through troubleshooting, the employee attempted to reset the wr9220 a few times.

Manufacturer narrative:
H3 analysis of the returned recharger revealed device is unresponsive. Flash sector read/write protection bits have become set. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.